Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her daughter (the patient) alleging a power issue with the pump. The reporter claimed that the pump would not power on. The reporter indicated that a crack was noticed on the pump's battery compartment that day. During the time of concern, the reporter claimed that they had experienced power loss. In addition, due to the power loss issue, the reporter claimed that the patient experience high blood glucose (bg) levels in the "300-600 mg/dl" range. She denied that the patient had developed any symptoms because of the alleged issue. The reporter reportedly contacted an unidentified health care provider (hcp) for instructions on how to correct for the high bg levels. She denied that the patient received any extra assistance beyond normal diabetic care and management because of the alleged issue. The reporter denied that the pump suffered any recent trauma. There was reportedly no evidence of moisture found in the pump. The alleged power issue was not resolved with troubleshooting. The reporter was advised by the anm representative involved in this contact to discontinue using the pump and to go onto a backup plan for insulin delivery. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed an elevated bg level suggestive of severe hyperglycemia. However, it is unknown if the pump and/or use-error contributed to the patient's injury. The alleged power issue with visible damage to the pump is not likely to cause an adverse event. The issue is generally obvious and detectable by the user. Therefore, the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. It is unclear if the patient continued to use the subject pump after noticing the crack.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: no power issues were observed in the black box history. The battery compartment was found to be cracked near the threads, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The battery cap was not returned with the pump. A new test cap was found to secure tightly to the pump. The pump was exercised for 24 hours on a 1 unit per hour basal program with the test battery cap with no power issues noted. Unrelated to the complaint, evaluation revealed a faded/discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Use error contributed to the reported event; the patient used a damaged pump while using insulin pump therapy.